Manufacturer narrative:
Correction d3 manufacturer name g2 report source. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient presented with pure stress incontinence, clinically well documented and unresponsive to perineal exercises. A trans obturator urethropexy with aris was performed on (B)(6) 2010 without complication. At follow-up, continence had improved but incompletely. There was marked deterioration in continence after 6 years, associated with pelvic pain and pain in both hips. Local infiltrations were attempted with temporary improvement, but the patient continued to experience bothersome pain and dyspareunia. Finally, she underwent complete removal of the tape on (B)(6) 2020. Progression showed an overall decrease in pain, but bilateral obturator myofascial pain persisted, requiring perineal physiotherapy and osteopathic treatment. Continence status is undetermined.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.